Event description:
A diabetes educator call to report on (B)(6) 2015 at 10:02 pm the pt activated a new pod and on (B)(6) 2015 her blood glucose, carbohydrate intake and insulin history is as follows: time: 3:38 pm, bg (mg/dl): 305, cho (g): bolus (u): 4/45; (B)(6) 2015 - 8:57 am, 498, 9.2; 11:07 am "high" (>500), 4.75; 1:32 pm, 374, 4.2; 2:20 pm, 296, 4.0; 3:28 pm, 214, 38, 1.25; 3:43 pm, 226; 11:45 pm, 281, 6.55; (B)(6) 2015 - 2:10 am, "high", 13.35; 3:56 am, "high", 1.25. She went to the emergency room and upon arrival she was diagnosed with diabetic ketoacidosis. They treated her with a manual injection of insulin. She stays in the hospital for 10 hours before being released. At 5:50 am the pod was deactivated and discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.